Event description:
Customer reports false positive results for nine individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 8. See related cases for alternate false positive results. Individual received a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). A repeat cue covid-19 test provided a negative result. No further information was provided regarding this false positive event.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.